Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was ejected out from the injector tip. One of the haptics was broken at the root of the optic/haptic junction and remains inside the injector body. The tip of the cartridge was deformed. The slider and the rod could advance fully. Trace of lubricant was found inside the injector and on the lens. Review of the production records showed no irregularities or abnormities during its manufacturing and/or inspection processes. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
When the lens was being repositioned in the eye, it was noticed the haptic was missing. The lens was removed and replaced by a smaller diopter lens.